Event description:
It was reported that frost was observed on the needle shaft. Two iceseed 90 degree needles were selected for use in a cryoneurolysis procedure. During the procedure, frost formed on the shaft and handle of one of the needles. The physician believed that ice was supposed to form, so replaced the needle without frost with a new iceseed needle of a different lot; however, that replacement needle also had frost that formed on the needle shaft. The staff used protective measures on the skin where the frost on the needle met the skin, and there were no patient complications reported.

Manufacturer narrative:
D3, g1 MFR site zip/post code: (B)(6). E1 initial reporter zip/post code: (B)(6). Evaluation of media: this iceseed 90 degree needle was disposed at the facility and not available for analysis; however, the physician provided a photo for review. Review of the photo confirmed frost on the shaft of the needle.